Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the pt was not receiving efficacy from the vns therapy system. The neurologist turned off the device for two months and the pt did not notice a difference. The pt's generator was explanted, but the lead was left implanted. The surgeon discarded the generator; therefore, a product analysis will not be performed. A battery life calculation was performed, which resulted in the patient's generator being .94 years until the elective replacement indicator would read yes. Good faith attempts to collect information ruling out device malfunction have been made and have been unsuccessful to date.